Event description:
I had mesh used for my bladder and pelvic prolapse and had serious complications. I had severe spasms after my surgery -which the doctor ignored- and learned several months later that the mesh was eroding. I had to go back in for surgery to have it repaired. Now it is eroding again. One doctor says that it is eroding, and the other says that it is rejection. Whichever the case, it needs to stop being used. This is a very painful problem and affects every aspect of your life. Please stop using these products. I even asked my doctor if there was another alternative, and he told me no...help. I don't know the name of the mesh that was used.